Event description:
The representative was unable to provide pt demographics. On (B) (6) 2010, the surgical procedure was an initial surgery in the lumbar region (either l4-l5 or l5-s1) and the surgical resident had placed the pedicle screws too proud. In using the sequoia dorsal height adjuster to back out the screws, the tip broke into 2 pieces. The smaller piece was located, however the larger piece was not found. In an effort to locate the missing pieces, the surgical team used x-ray, suctioning, irrigation, magnets and still were unable to locate it. There was a surgical delay of over 30 minutes due to the lost piece. Although the piece was not definitively located, the surgical team felt quite certain that it was not remaining in the pt.

Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Device manufacture date is unk. Evaluation is pending upon completed investigation of the product.